Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open driven ground wire in the trunk cable. The root cause for the open wire was unable to be positively identified. There was no adverse event that resulted from the damaged electrode belt.